Manufacturer narrative:
The fragments of this lead which had been left in the patient were removed on (B)(6) 2023 when the new system was implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This ra lead was explanted during an rv lead revision to avoid future surgeries. During the extraction the tip broke off and remains in the patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.